Manufacturer narrative:
The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
Service was dispatched for a beckman field service engineer (fse) to evaluate the instrument. The fse indicated the wash tower probes dripped solution back into cuvettes when the system was in heavy use. The fse found waste buildup in the tubing and the valve v24. Fse cleaned the valve with bleach and hot water and replaced tubing. Calibration and quality control passed. Instrument resumed operation.

Event description:
The customer stated their au680 clinical chemistry analyzer generated rate reversible reaction errors. When opening the analyzer upper cover, the customer noticed of dripping fluid from the wash nozzles. The customer stopped and repeated the patient samples on another au analyzer. Evaluation of the data showed seven patients had erroneously high results for crea (creatinine) and one patient with high tbil (total bilirubin). No erroneous results were reported out of the laboratory; the customer reported the correct results from the other analyzer. There have been no reports of patient treatment affected. Quality control (qc) was within range before the event but out of range after the event. The customer confirmed the wash nozzles dripped fluid was within the instrument. The customer wore a lab coat and gloves during troubleshooting. There were no injuries or exposure.